Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). At reception the reported issue could not be confirmed. The subjected tablet works as expected. In depth analysis of the extracted files led to the following observations: the reported freeze during file export is not confirmed. The communication errors are confirmed, but comes from the fact that the programmer session was not closed after the previous patient left (2 days before the reported problem). As a result, the software cannot communicate anymore with any implant. Closing the programmer and launching a new session will enable a correct communication between the implant and the programmer. No problem on the device is supected.

Event description:
Reportedly, during an interrogation the connection to the device was lost. No further information like interrogated device or activity when the issue occurred were provided. When the sales rep tried to extract the corresponding files, the screen froze for several minutes. The files could not be extracted.